Event description:
The pt was unable to recharge her implantable neurostimulator for 2 months. She would initially get a few recharge efficiency bars and then none. It was reported that the device was implanted too deeply and was revised. The neurostimulator worked well afterward. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.